Event description:
Reporter states, patient had revision surgery of tibial component due to delamination and cracking of the polyethylene insert.

Manufacturer narrative:
The tibial component cannot be evaluated for rpt'd wear and cracking as it has not been returned for evaluation but rather discarded at the hosp.